Event description:
Information was received indicating that a smiths medical fluid warmer failed to transfuse packed red blood cells at a reasonable rate consistent with large volume resuscitation. Line assessment determined adequate patency. When removed from the massive transfuser, blood products infused via pressure bag without flow resistance. However with replacement on the massive transfuser, they continued to have flow related errors/experienced low flow not compatible with the urgency of the situation. Staff rns completed massive resuscitation workaround via pressure bags, resulting in no apparent harm in this instance. There were no reported adverse events.